Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for intractable chronic cluster headache. It was reported that the patient developed an infection 0-6 months after implant. The device system was explanted and re-implanted at the abdominal side. Then 6-12 months after implant the device system was explanted due to an infection. Re-operation was required due to a complicated explant. No further complications were reported or anticipated.